Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation during preparation for device implant. A different pacemaker was used, and the implant procedure was successful. No adverse patient effects were reported.